Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation, it was observed, that a stent was stuck in the channel of the scope. Upon further inspection, it was observed, that there was leaking on both electrical connector pins. It was also observed, that there were deep dents and scratches on the plastic distal end cover. It was observed, that the glue of the bending section cover had a crack on the insertion tube side. It was also observed, that there was a gap on the control body grip and on the printed circuit board cover. It was observed, that the light guide tube had minor squash. Lastly, it was observed, that there was low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a stent stuck in the channel. There was no patient/user harm or injury reported, due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the channel was observed with no physical damage and additionally, the presence of foreign material was not confirmed. The root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual 5.4 manually cleaning the endoscope and accessories. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.